Manufacturer narrative:
Correction: :corrected UDI information corrected device manufacturer date.

Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation . Most likely this was caused by die crack due to mechanical stress caused by particles in the conductive paste. As we have evidence that the cfb was not affected, ventilation would have continued with the last settings. As a resolution, a trained technician will be doing the repair. Processed order for new mainboard replacement.

Event description:
It was reported to vyaire medical that while the rt (respiratory therapist) was trying to make adjustments on the tidal volume on the bellavista1000 us screen, the screen went white then black with a message asking for a password and was alarming constantly with the red alarm light on. The nurse bagged the patient and they swapped the unit out with another unit. This incident happened during patient use in the middle of the night around 00:30-00:45. Furthermore, there was no information for patient harm associated with the event.

Manufacturer narrative:
Vyaire file identification: (B)(4). Additional MFR narrative: at this time, the suspect device has not been returned for investigation. However, log shows confirmed cfb error. Vyaire send a trained technician who will be doing the repair. Received po for main board and processed order. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.